Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired the same day, which is alleged to have been caused by exposure to the product naturalyte and/or granuflo administered to pt for dialysis.